Manufacturer narrative:
Operations manual contains the following instruction: "the fowler and/or knee gatch must be reset after the emergency drop feature is used or they will not raise."

Event description:
It was reported by service report that the fowler would not raise electrically or manually. No pt involvement or adverse consequences are reported.